Event description:
Adverse event report form received from clinical research associate, in respect of study (B)(6) where it is reported that the patient returned his 13 year questionnaires in which he reported pain when sitting and exercising. It is reported that x-rays revealed loosening of the acetabular component. It is reported that a revision of acetabular cup for uncemented trabeclor cup was undertaken (B)(6) 2013. It is reported that 6 weeks post procedure mobility is well.

Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. An evaluation of the device cannot be performed as the device was discarded by the hospital and was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
The patient is (B)(6) centimeters in height. An event regarding loosening involving an (B)(4). Low profile acetabular cup was reported. The event was not confirmed. -device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies -complaint history review: a review of the complaint history database shows that there have been no similar reported events for the subject lot code. Conclusions: the exact cause of this event could not be determined based on the information available. Further information such as x-rays and operative notes as well as patient history and medical records are needed to complete the investigation for determining root cause.

Event description:
Adverse event report form received from clinical research associate, in respect of study (B)(4) where it is reported that the patient returned his 13 year questionnaires in which he reported pain when sitting and exercising. It is reported that x-rays revealed loosening of the acetabular component. It is reported that a revision of acetabular cup for uncemented trabeclor cup was undertaken (B)(6) 2013. It is reported that 6 weeks post procedure mobility is well.